Event description:
It was reported that the patient removed the cleo 90 infusion set but the cannula stayed in skin. The operator of the device was the lay user or patient. The patient was a white, female, 40 years old, weighing 83 kg.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.